Event description:
It was reported that the patient presented in clinical follow-up. It was noted in clinic that the leadless pacemaker could not be interrogated. No interventions were performed. There were no patient consequences.

Event description:
New information received indicated the leadless pacemaker was eventually able to be interrogated.

Manufacturer narrative:
Analysis of the device firmware indicated that the reported event was confirmed. The firmware of the vr device was inadvertently upgraded to the dr firmware via user error. Therefore, the device could not be interrogated with the vr application. The device could be interrogated with the dr application.